Manufacturer narrative:
Device evaluation summary: one pressure solenoid pcb (psol printed circuit board) was returned to medtronic for further analysis. A visual inspection was carried out, no anomalies were observed. The psol pcb was assembled into the fi test-bed device for analysis and device was powered on. The fi test-bed device failed post with an error codes appeared in the test log. The fault was isolated to component u28. Conclusion: electronic component failure. The likely cause of the event was isolated to faulty component u28. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing observed the 740 ventilator passed post (power on self test) with error codes. The ventilator was not in use on a patient at the time of the reported event.